Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the device showed greater frequency then it should have. The device use is unknown at the time of the event however there was reportedly no patient harm. Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, and no information was made available. The investigation concludes that no further action is warranted at this time.

Event description:
It was reported to philips that the device is showing a greater frequency than the real frequency. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.